Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not booting up. Fse found that ip pc cannot boot up. Fse checked the logs directly on the system and confirmed the problem related to ip pc. Issue was resolved by reinstalling ip pc software. After reinstallation of ip pc software the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.

Event description:
It was reported to philips that the allura device would not boot up. The device was rebooted multiple times. The device was outside of clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this complaint.